Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer diagnosed with renal failure and has started dialysis. The blood glucose reading is 18 mg/dl. Customer was treated with IV drip. Nothing further reported.